Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump had cancelled two boluses without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: during investigation, the pump history was reviewed and showed on 11/05/2014 two ¿partial delivery, user aborted (meter)¿ warnings. The pump was exercised for a 24 hour duration test; no warnings occurred during testing. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on pump keypad. The meter was not returned with the pump; the pump was paired with a test meter. A 10u bolus was successfully delivered from the test meter with no errors or warning occurring. The history/settings issue was unable to be duplicated during the investigation. There was no defect found.